Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a twist drills broke on contact with the protuberance during a mandible procedure. It is reported that the surgeon removed the broken piece with a rongeur. It is reported the surgeon reset the drill and completed the procedure. It is reported the event did not lead to a delay of more than thirty minutes. It is reported there was no foreign body retained in the patient.